Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.6, lab: 1.9. Patient's target therapeutic range is 2.0-3.0. Meter test performed 2 minutes after lab draw.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 2.6, reference = 1.90, mean = 2.25, confidence limits = 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Customer was using expired strips. Lot 221727 expired october 2010. Using expired strips may lead to unexpected inr or errors in testing. Customer using expired strips may have contributed to unexpected result. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. (B)(4) due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action has been required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.